Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s current blood glucose level was 145 mg/dl. The customer stated that the insulin pump screen was flashing white and an alternating flashing black screen. It was stated that they had no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments or partial display due to display anomaly.